Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose level.